Event description:
An alarm related to an occlusion issue was reported. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Corrective actions included multiple instructions to disconnect and adjust the tubing and deliver boluses, although issues persisted. When the customer called back, they replaced pump supplies, which resolved their issue.